Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance through the device but when the lead was tested through the analyzer, normal impedances were read. The physician said the suture sleeve was not tied appropriately or tight enough, causing the lead to move back and forth and giving off inaccurate impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.